Event description:
Information was received indicating that patient received a new smiths medical cadd ms3 pump with batteries installed. It is alleged that the batteries were old and the pump stopped working. The pump was not in use when the reported event occurred. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patients due to the reported event.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Functional testing did not duplicate the reported problem when fully charged batteries were installed in the pump. The root cause of the reported problem was unable to be determined since it could not be confirmed., corrected data: g5 510k.

Manufacturer narrative:
Information was received indicating that report submitted (24-apr-2019) MFR# 3012307300-2019-01858 is a duplicate report to this MFR# 3012307300-2019-01640 submitted (01-apr-2019). Report MFR# 3012307300-2019-01858 will be closed as a duplicate report.